Manufacturer narrative:
On (B)(6) 2024, testing was performed on the empowercta injector, system serial number (B)(6) by a bracco service technician. The injection system was functionally tested and met the pre-established specifications. The consumable kits used during the event were not available for evaluation; the consumable kits had been discarded by the user facility. Lot information for the consumable kits used during the event were not provided so no further investigation can be conducted on the consumable kits. Also, the customer was using alko patient sets, lot unknown, which are not approved for use on the empowercta. Per the empowercta user guide, "the empowercta injector system has been proven to work properly with bracco engineering s.a. Supplies. To prevent the risk of incompatibilities and equipment failures during procedures, use only syringes and connecting tubes supplied directly by bracco engineering s.a. Or its authorized distributors." A review of the device history records for empowercta injector, system serial number (B)(6), was completed and confirmed no evidence of a quality issue or device malfunction related to the reported event based on the device history record review. There was no evidence of device malfunction related to this event. Per the empowercta user's guide, "the empowercta injector system must be used properly to prevent the risk of an air embolism. Always fill the syringe with the injector pointing fully upward. When the syringe has been filled to the desired volume, all the air should be purged from the syringe and coiled tubing with the injector still in the fully vertical position. Failure to do so may lead to serious injury and/or death." Evaluation of the available information concludes no causal relationship between the empowercta injection system and the reported adverse event.

Event description:
After a computed tomography (CT) scan of the abdomen using an empowercta injection for contrast and saline injection, an unknown amount of air was observed in the patient's heart during review of the images from the procedure. It was reported the patient experienced a cough. The patient's vital signs were checked and were within normal parameters and an echo doppler was performed and showed no changes. Per clinic protocol the patient was transferred to a hospital for monitoring due to the visualization of air on the CT images. No information was available regarding potential hospital admission, length of stay, or release date.